Manufacturer narrative:
Omit a08 - calibration problem (2890). Omit g07001 - part/component/sub-assembly term not applicable. Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available. Imdrf annex a grid. Imdrf annex g grid. Imdrf annex b grid. Imdrf annex c grid. Imdrf annex d grid h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had volume issue. There was no patient involvement.

Event description:
It was reported that the device had volume issue. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.